Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain in bladder, erosion, emotional distress, increased incontinence, infections, and pain during sexual intercourse. No further information has been provided.